Event description:
In 2008, the pt reported that 2-3 weeks ago he noticed a line across the display of his infusion device and now the display is becoming difficult to read and becoming out of focus. The infusion device was not dropped or exposed to water. The pt stated that he does fly often and has been scanned with a hand wand at the airport. The pt stated he would switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.